Manufacturer narrative:
Replacement reagent was sent.

Event description:
A customer contacted beckman coulter inc (bci) to report that the wash concentrate bottle broke on the instrument. No injury or exposure was reported.